Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The site reports that when opening the pt document and going into the pt folder in pacs, you get a different pt document than what was anticipated. The study conducted contains two document sequences instead of one. There was no reported pt injury associated with this event.